Manufacturer narrative:
According to the customer, a syringe was reported to not connect to the manifold during setup. A new syringe was opened and successfully attached. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer, a syringe was reported to not connect to the manifold during setup. A new syringe was opened and successfully attached.

Manufacturer narrative:
Update to h6, h7, and h9. After further investigation, it has been determined that the investigation involved an analysis of production records and confirmation that a sample was not received. The investigation identified a manufacturing process problem, and the cause was traced to a manufacturing deficiency associated with recall r-26-025. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.